Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified weight within specifications, deformation, crease fold, wear abrasion. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a left side implant removal "out of concern with the device", crease/fold of the implant and capsular contracture, baker grade iii/IV. Device has been explanted.